Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Upon conclusion of the investigation, the cause of the iipv event was determined to be use error, the tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:08:27. During night drain cycle six, the patient's ultrafiltration reading was 1956ml, indicating the home patient drained 1356ml more than their maximum programmed fill volume of 2000ml. No additional information is available.